Event description:
During a follow up call for an unrelated issue, the facility nurse confirmed the event of peritonitis in a male patient related to touch contamination and breach of aseptic technique. Reportedly, the patient had gone on vacation and was playing in the water. Prior to the vacation the patient had had his g-tube resized. The nurse indicated the touch contamination and breach of aseptic technique could have occurred with any of the above. The patient reportedly presented at the clinic with abdominal pain and cloudy effluent on (B)(6) 2012. The patient was treated with ancef and fortaz intraperitoneal (ip). Upon receipt of the culture results, the medication was changed to fortaz 125 mg per one liter per day ip times 16 days. The mother has been retrained regarding aseptic technique. The patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique issue and peritonitis. The complaint is confirmed because nurse reported a break in aseptic technique by patient described as touch contamination. The root cause for this condition is undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Corrected information: this MDR is a duplicate of report 1423500-2012- 13917. All investigational activities related to the use error will be addressed in report #1423500-2012-13917.